Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by male nurse of the hospital, that the gamma 3 nail broke >6months. A pseudoarthrosis was detected. The nail was fractured at the proximal hole for the lag screw. The lag screw has excessive wear.

Manufacturer narrative:
Evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
It is reported by male nurse of the hospital, that the gamma 3 nail broke >6months. A pseudoarthrosis was detected. The nail was fractured at the proximal hole for the lag screw. The lag screw has excessive wear.